Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead d eveloped a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable and the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedances. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.